Manufacturer narrative:
Patient information was unavailable from the site. A site representative reported that, while in a spinal fusion procedure, the mobile view station (mvs) umbilical cable was causing intermittent loss of connection with the image acquisition system (ias). There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation was unable to replicate the issue as system was fully functional upon field engineer's arrival to the site. Mvs umbilical cable was replaced as a precautionary measure. No further issues were reported. Analysis of the returned cable could not confirm any failure as it passed bench testing and operated without problems. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4)observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the mobile view station (mvs) umbilical cable was causing intermittent loss of connection with the image acquisition system (ias). There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.